Manufacturer narrative:
Insulin pump received with failed self-test alarm during self-test due to faulty electrical component on the radio frequency board. Insulin pump passed the displacement, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
The customer reported via phone call that he was receiving failed self-test three months after receiving the insulin pump. The failed self-test alarm was recurring every day. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.